Event description:
It was reported that a percutaneous coronary intervention (pci) to treat unspecified lesions in the mid left anterior descending artery (lad) and the right coronary artery (rca) was performed. An asahi gaia third guide wire, successfully crossed the proximal to mid lad under the guidance of retrograde angiography, when the guide wire was confirmed to be positioned in the true lumen of the vessel. Attempts were repeated to further distally advance the subject gaia third guide wire, without success. At that point, the distal segment of the guide wire was found fractured. An unspecified extension catheter, an unspecified microcatheter, and an unspecified 2.0x15mm balloon catheter were used to remove the proximal side of the subject gaia third guide wire. Although the treatment of the target lesion in the lad could not be completed, the rca of the patient was treated with balloon dilation and stenting. The physician commented "obvious resistance was met when I tried to pull back the gaia third guide wire after it was advanced from the proximal to mid lad. As I observed under angiography that the vessel was pulled, I could not pull back the guide wire forcibly." It was informed that the patient was discharged without any impact caused by the reported event.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, lot history review, and referring to known similar events, it was presumed that excessive tension generated during pullback attempts might have been locally applied on the distal segment of the gaia third guide wire while its distal segment had been caught by the lesion. Consequently, the guide wire was separated. It was concluded that the reported event was not attribute to the product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.